Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received which noted that an x-ray was performed, which did not reveal a visual issue with the lead. The shock impedance measurements in all configurations was greater than 200 ohms. The patient was scheduled to have a lead revision in the future. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. It was noted that the presenting electrogram (egm) appeared normal. No adverse patient effects were reported. The lead remains in service.